Manufacturer narrative:
Follow up report 001 (ref natus complaint# (B)(4). A device history review is not required, as the device was in service for more than two years. Installed: 01 jan 2001. A search for service data that may be relevant to this issue has been conducted. No further information related to this issue found. The product was not requested for return. Product examination, functional testing was performed on-site, and cause was determined. Investigation result code: battery. A replacement was supplied - 8-73-02400 1077 battery (li-lon 3.7 v, 1800) x 1 shipped 10 feb 2021 (9790213064). Doc-043316 rev a lists the potential hazard of delay in treatment or diagnosis, or patient discomfort due to device not available for use - harm - delay in treatment or diagnosis, or patient discomfort. Cause- device not available for use - non-responsive device . Severity- negligible (0). Risk level- minor (0). This complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed. There are no CAPA's related to this issue. Complaints are reviewed routinely per quality system requirements (qms-004442 corporate trending and analysis procedure ) and any complaint trends are assessed as part of these reviews. A review of complaint trending is completed quarterly. Last review documented on doc-052150- quarterly qa trending. No trend for this device was identified .

Event description:
While powering device on, the user noticed the battery had become swollen and required replacement. No injury. No patient involvement.

Manufacturer narrative:
(B)(6) 2021 initial report ref natus complaint# (B)(4). While powering device on, the user noticed the battery had become swollen and required replacement. No injury. No patient involvement. This event has the potential to cause injury, if it were to recur, if the battery is not replaced.

Event description:
While powering device on, the user noticed the battery had become swollen and required replacement. No injury. No patient involvement.